Event description:
The following was reported to gore: on or about (B)(6) 2026, a transjugular intrahepatic portosystemic shunt (tips) modification was performed. A 9fr brite tip introducer sheath was used to advance a 10mm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn® device) over an .035 wire (unspecified manufacturer). The viabahn® device was implanted to extend the pre-existing stent (unknown manufacturer). The viabahn® device was deployed with no issues. The viabahn® delivery catheter was then removed through the sheath without any issues or noticeable effort required to remove it. During subsequent imaging, the physician noticed a foreign body still remained in the patient. Using a snare, the distal segment of the delivery catheter was easily retrieved. There was no adverse outcome to the patient and the procedure was completed without any further issues. As reported, the physician stated he did not feel any resistance to indicate a possible catheter break.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b23: catheter is expected to be returned for evaluation. Per report, the broken segment was removed with a snare and no patient harm. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.